Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had keypad anomaly and failed battery. The customer blood glucose was unknown. The customer reported that the up, down buttons had some wear on them and also had no delivery alarm. It was reported that the pieces of reservoir were came off when changing. The insulin pump will not be returned for analysis.